Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. Following the procedure, the patient experienced gait disturbance and balance issues. A magnetic resonance imaging (MRI) was performed on (B)(6) 2024 and imaging revealed a tiny acute infarct of the right cerebellum. The patient is currently being followed by an external neurologist, is undergoing physical therapy, and continues treatment with eliquis.